Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -3.0 diopter into the patient's left eye (os) on (B)(6) 2021. On the same date in a separate surgery the lens was explanted due to elevated iop and significant reduction of irido-corneal angles (ica) the problem was resolved.